Event description:
On (B)(6): customer reports staff technologist was removing the injector powerhead from the table mount to store under the table during non use. During the move from the table, the staff technologist dropped the powerhead. Powerhead did not fall on staff member, no injury reported.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.